Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. The device was not in patient use. During the evaluation of the device, a burnout was confirmed to the six-pin harness. The pca circuit board and six-pin harness were replaced to address the findings.